Event description:
It was reported by (B)(6), an onkos sales representative, that a 66-year-old female patient with an eleos total femur replacement underwent a revision surgery due to discomfort and joint contracture in the knee joint. The revision surgery took place on (B)(6) 2024 wherein an eleos male-female midsection was removed to shorten the overall length of the prosthetic construct.

Manufacturer narrative:
The root cause of this complaint was not determined.